Event description:
It was reported that on (B)(6) 2025, an unknown size occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During procedure, the x-rays showed the sheath opened at the tip and we were unable to cross the septum. A new 14f amplatzer amulet delivery sheath was chosen and competed the occluder was successfully implanted. The patient was reported stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during procedure the x-rays showed the sheath opened at the tip and we were unable to cross the septum. The dilator and sheath were returned to abbott and the investigation found that there was a damaged split noted at the tip of the dilator. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the investigation findings, the issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.

Event description:
N/a.